Event description:
Report received of an overdelivery. During preventive maintenance testing at the user facilitiy, the device overdelivered an unspecific amount on channel b. The customer contact could not provide any specific testing parameters. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.